Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was scheduled for shoulder surgery. Pre-operatively, there was diaphragmatic stimulation with the left ventricular (lv) lead capture. The lv lead thresholds were adjusted to eliminate the stimulation. The lead is still in use. No patient complications have been reported as a result of this event.